Manufacturer narrative:
After performing a tightness test according to our standard procedure, leakage from the deairing port was confirmed. The port was further investigated under optical microscope. Water leakage on the edge of the deairing membrane under the adhesive bead was observed, in addition to that, big holes were localized in the deairing membrane body. The exact root-cause of the leak is not known at the moment. Each oxygenator is tested during production for tightness. A review of the mfg records showed that this oxygenator had passed successfully ther final 100% test. No more complaints from the same lot were received. An investigation has been initiated for corrective and preventative action.

Event description:
During cpb there was, at the beginning of perfusion, blood leakage from the de-airing port of the oxygenator. No change in pt status was noticed during the rest of the procedure. The oxygenator was not changed and was 100% functional. Leakage was drip wise for the whole procedure, not enhanced. Ref:# (B)(4).